Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure customer called in to report new erbe activation limit error code m01. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse did not confirm the customer reported event but replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was not confirmed based on the field evaluation. The probable root cause could not be determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe unit was analyzed and during cautery activation, an m-1c error was observed, confirming that the fault occurred in the field. A visual inspection did not reveal any issues related to the reported event. The unit was installed on an in-house system, where it functioned as expected, successfully energizing and cauterizing, with all ports properly recognizing instruments. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause of error m-1c is attributed to the user exceeding the maximum energy activation time of 35 seconds. This issue can be resolved by releasing the energy activation pedal and reactivating if additional energy is required.

Event description:
Refer to h11 for follow-up information.